Event description:
Information was received indicating that a motor rate error occurred on a smiths medical medfusion® 3500 syringe pump. There were no reported adverse effects.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The returned device did not power on. During internal examination, the lead screw, motor assembly and clutch halves were all found worn. The cause of the component issue was determined to be normal wear due to pump/component age.